Event description:
Procedure type: low anterior resection. According to the reporter: the patient underwent a low anterior resection where a low colorectal anastomosis was performed with the use of the eea28 and purstring 65. A digital examination of the anastomosis by the surgeon indicated that the staple line was intact. No staple line reinforcement material was used and no abnormalities were noted during the surgery as no leaks were detected and the tissue specimen was intact. The pt was discharged with a rectal tube, but returned due to elevated fever. A posterior leak at the eea anastomosis was identified and corrected with an ileostomy that may not be reversible due to pt's age. The pt is currently doing well and will be released within three weeks.